Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11h19018, h11g21040, and h11f26017 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of fluid leaking from surgery scope site hole and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient had a feeding tube placed and fluid was leaking from the surgery scope site hole (not further specified). On (B)(6) 2011, the patient was diagnosed with peritonitis which resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was the fluid leaking from surgery scope site hole. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event of fluid leaking from surgery scope site hole was not reported. At the time of this report, the patient was recovering from the peritonitis and therapy with dianeal was ongoing. Concomitant medications were not reported. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.